Event description:
Baxter reported 2 incidents of twist clamp being broken on the transfer sets causing the flow of solution to free flow when the clamp is in the closed position. Per affiliate, no pt injury or medical intervention was associated with these incidents.